Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence even though the device seems to cycle. An acute loss of continence was observed after playing a sport, therefore, an artificial urinary sphincter (aus) replacement surgery was performed. No further harm was reported.